Manufacturer narrative:
Onset of gastrointestinal bleeding is reported under MFR # 2916596-2016-02439. Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2020 with complaints of melena for the previous 2 weeks. The patient's international normalized ratio was therapeutic at 2 (the goal was 1.5-2 given the patient's history of bleeding). Mean arterial pressure was 88 mmhg and the heartmate device was stable. A fecal occult blood test was positive and hemoglobin/hematocrit had decreased to 9.5/29 from 8.5/27 over the last two weeks. The patient was hospitalized for the gastrointestinal bleed. Enteroscopy was attempted on (B)(6) 2020 leading to cauterization with clips of bleeding angioectasia in the duodenum. There was also evidence of multiple angioectasia which were not bleeding in the proximal part of the duodenum. Altogether, the patient had a significant risk of recurrence of the gastrointestinal bleed, and for this reason, the patient was discharged without aspirin and warfarin. Upon discharge, the patient's hemoglobin did drop by one point, and they had a few small episodes of black stool. This was determined to be likely representative of residual old blood. The patient's ferritin was also notably low. The patient appeared well, with no abdominal pain, and was able to tolerate some oral intake. They were discharged with a prescription of protonix (pantoprazole) at 40mg twice daily.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the device and the reported gastrointestinal bleeding and cardiac arrhythmia could not be conclusively determined through this investigation. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 01oct2015. The heartmate ii left ventricular assist system instructions for use (IFU) lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended international normalized ratio values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2020 with complaints of melena for the previous 2 weeks. The patient's international normalized ratio was therapeutic at 2 (the goal was 1.5-2 given the patient's history of bleeding). Mean arterial pressure was 88 mmhg and the heartmate device was stable. A fecal occult blood test was positive and hemoglobin/hematocrit had decreased to 9.5/29 from 8.5/27over the last two weeks. The patient was hospitalized for the gastrointestinal bleed. On (B)(6) 2020, the patient went for esophagogastroduodenoscopy but their heart rate jumped from baseline to 120 beats per minute, and a change in the morphology of the qrs waveform was reported. It was unclear if this event was supraventricular tachycardia (svt) with aberrancy or ventricular tachycardia (vt). Electrophysiologists were consulted and did not suspect that vt was the underlying rhythm during the observed wide complex tachycardia and feel that the episodes are in fact more consistent with svt. The patient had a history of ventricular tachycardia that pre-dates the implant of their heartmate device, however the episode on (B)(6) 2020 is not believed to be a vt episode. The patient's dose of amiodarone was increased from 200mg to 400mg twice daily due to this event, with a recommendation to return to the previous dose on (B)(6) 2020. There was concern that the patient's blood pressure dropped due to the arrhythmia, but there was no change in flows from the heartmate device. Enteroscopy was attempted on (B)(6) 2020 leading to cauterization with clips of bleeding angioectasia in the duodenum. There was also evidence of multiple angioectasia which were not bleeding in the proximal part of the duodenum. Altogether, the patient had a significant risk of recurrence of the gastrointestinal bleed, and for this reason, the patient was discharged without aspirin and warfarin. Upon discharge, the patient's hemoglobin did drop by one point, and they had a few small episodes of black stool. This was determined to be likely representative of of residual old blood. The patient's ferritin was also notably low. The patient appeared well, with no abdominal pain, and was able to tolerate some oral intake. They were discharged with a prescription of protonix (pantoprazole) at 40mg twice daily.